Event description:
It was reported that the pt had hip replacement in 2008 and is not sure if hip is part of recall. Pt has a pacemaker and complains of issues when driving, and of pain and hernia.

Manufacturer narrative:
At this time the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.